Event description:
The customer reported air leakage happened at the valve site. The leakage was found at the time of intubation and the tube was removed and replaced immediately. The lot number is unk.

Manufacturer narrative:
If the sample is returned a failure investigation will be performed and the results will be added to the database for trending purposes.